Manufacturer narrative:
(B)(4) other report source: clinical quality value analysis coordinator. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link IV connector was leaking while infusing an unknown radioactive drug. The reporter stated that the threading on the connector was stripped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.